Event description:
It was reported half of the customer's sensor cannula was missing upon removal of their sensor. It was also found the customer's transmitter was not flashing green. The customer's blood glucose was unknown. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.